Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted on a patient that has a history of coronary artery disease. On (B)(6) 2018, the patient was admitted to the hospital for pleural effusion. The patient was treated with pleurx catheter and the issue resolved on (B)(6) 2018. On (B)(6) 2019, the patient passed away. The cause of death is unknown.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 3001743903.

Manufacturer narrative:
An event of pleural effusion and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.